Manufacturer narrative:
This device is not sold in the us but a similar device is. The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during regular maintenance the suction tube of the device showed resistance due to blockage. There is no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: ·reprocessing method conducted by the user was different from method recommended in IFU. ·staff of the user facility was insufficiently trained on device handling, handling before return and reprocessing in accordance with IFU. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ·inspection of the instrument channel. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. ·if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. ·be sure to brush the inside of the instrument channel and suction channel. Otherwise, insufficient cleaning and/or disinfection of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor the field performance of this device.